Event description:
Discordant advia centaur hcv results were obtained on a pt sample. The result was reported to the physician. The sample was retested and a corrected report was issued. There are no reports of pt intervention or adverse health consequences due to the discordant advia centaur hcv results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse replaced the sample syringe and dilutor, verified probe calibrations, wash manifold, resuspend magnet and acid and base pumps. Hcv was recalibrated and qc was performed for all assays. The instrument is operational. The instrument is performing within specifications. The device is being monitored for further evaluation.